Event description:
Pt presented with abdominal pain. An abscess was discovered on the abdominal wall secondary to the internal bumper not being pulled up to the abdominal wall. Reporter (physician) states being unable to get a good seal when md placed the tube and pulled it into position. This has occurred one other time, but was not reported. Note: the event date given above is approximate. One pt involved.